Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
It was reported that the device was not working properly- it did not cut properly, skin graft was torn and uneven. The event took place during surgery. This subsequently caused a delay of unknown amount of time and the graft was unable to be used. An additional graft was required to be taken from the patient. The surgery was completed using an alternate device. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device history record for zimmer air dermatome serial number (B)(4). Was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from greenslopes private hospital that a dermatome was not cutting properly, tearing skin and cutting it unevenly. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device by zimmer australia noted that the head appeared to be worn and that the depth bar had some side play. The 2in, 3in, and 4in width plates showed signs of wear. The device was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the device by zimmer taiwan on (B)(4) 2019 noted that the dermatome was out of calibration at all four settings and that the motor was running below motor speed specifications. It was recommended to replace the motor, o-ring, reciprocating arm, external e-ring, machined head, poppet spring, width plate screws, the returned 2in, 3in, and 4in width plates, and multiple bearings. Repair of the dermatome occurred on (B)(4) 2019 and involved replacing the motor, o-ring, reciprocating arm, external e-ring, machined head, poppet spring, width plate screws, the returned 2in, 3in, and 4in width plates, and multiple bearings as well as recalibrating the device. The technician then tested, and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number 300172047 on (B)(6) 2019. While the service technician found that the device was out of calibration at all four settings and that the control bar had some side play, issues that would prevent the dermatome from giving a proper cut, it cannot be determined from the information provided as to what caused the cut on the device. Therefore, a specific root cause of the device not cutting properly and tearing skin cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.